Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein extensions were added to move the ipg from the right side to the left side. No device malfunction was suspected. The patient was doing well postoperatively and the device remains implanted and in use.